Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that at the start of a laparoscopic hysterectomy, the jaws of the device would not open while applied to tissue. The surgeon used another device to pry the instrument from the tissue. There was no injury to the patient.